Event description:
It was reported by service report that the restraints are missing (inadequate patient restraint). No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.